Event description:
It was reported that the tip of the probe fell off into the pt during a case. It was further reported that the tip could be taken out from the pt. Further, the user reported that the device was used as usual, no excessive force was applied. Further, no harm to the pt was reported and there was no delay in the case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.